Event description:
It was reported the patient has not charged in almost 6 months. An sjm representative confirmed the scs ipg is inoperable using external devices(2501 comm error code from programmer). Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.